Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor removal from the patient's body the sensor wire broke. Half of the wire was on the sensor pod. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.